Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer reported to baxter corporate product surveillance (cps) an elcam four-way large bore polysulfone in which there is no flow. The registered nurse (rn) simply cannot flush or draw back when the stop-cock is attached to the ICU microclave cap. Customer have used this stopcock for many years, and with this cap for at least 2 now, and this is a new problem. It seems the stopcock luer end does not compress the silicone interior of the cap enough to allow fluid passage. Customer have decided to try the double stop cock and have found the same issue, the stopcock cannot be flushed when attached to the ICU microclave cap.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample and three unused companion samplers were received for evaluation. The used sample was received attached to a syringe and a non-baxter luer activated device (lad). During testing, the returned syringe was pushed and the reported no flow was confirmed. The non-baxter lad was changed from the setup with an in house baxter lad and flow was established. The returned samples were visually inspected and measured using iso gauging. The iso gauge measurements and visual inspection found that the returned baxter product was within specification. The cause was determined to be an incompatible non-baxter product, used by the intensive care unit. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.